Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needles 26x3/8 ib experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: material no: 305110 batch no: 8361850. Verbatim: description of issue: customer reported her syringe needle would not let her draw up insulin out of her vile. Customer reported issue happened today and few months ago (event date is approximate). Customer could not provide bg for event that happened a few months ago. Customer bg at time of event today was 80 mg/dl. Customer resolved issue by using a different needle and different syringe to successfully load cartridge. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: choose one: 26 g, 3/8¿ needle ¿ 305110. Product lot number: 8361850. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Note: product category = needle/syringe issue.

Event description:
It was reported that 2 needles 26x3/8 ib experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: material no: 305110, batch no: 8361850. 1. Description of issue: customer reported her syringe needle would not let her draw up insulin out of her vile. Customer reported issue happened today and few months ago (event date is approximate). Customer could not provide bg for event that happened a few months ago. Customer bg at time of event today was 80 mg/dl. Customer resolved issue by using a different needle and different syringe to successfully load cartridge. 2. Number of occurrences: 2. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number: choose one: 26 g, 3/8¿ needle 305110. 5. Product lot number: 8361850. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. 10. Note: product category: needle / syringe issue.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.